Event description:
On (B)(6) 2018, a 16mm amplatzer pi muscular vsd occluder (pimuscvsd) was implanted. Post-procedure, the patient was reported to be doing well. On (B)(6) 2018, a permanent pacemaker was implanted and per the physician was not related to the device . On (B)(6) 2018, the patient was transferred from ICU to the ward and after transfer the patient became agitated and anxious with disorientation and had breath-holding episodes. The following day, the patient's pressures changed and testing confirmed the device had embolized into the lpa. Per the user, the device embolized due to the vsd enlarging. On (B)(6) 2018, the device was captured with a snare in the lpa but became loose and traveled to the ra, then into the tricuspid valve and rv. Further attempts were made to retrieve the device but abandoned due to concerns of damaging the tricuspid. On (B)(6) 2018, open heart surgery was performed to explant the 16mm pimuscvsd. A 26mm amplatzer septal occluder was successfully implanted. The patient is reported to be stable and doing well.

Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however the user reported that the embolization was due to the post-infarct vsd enlarging.

Event description:
On (B)(6) 2018, a 16mm amplatzer pi muscular vsd occluder (pimuscvsd) was implanted in a patient 4 weeks post-mi. The patient was initially treated surgically with patch closure and 3 grafts. The patch had dehisced and this pimuscvsd was implanted. Post-procedure, the patient was reported to be doing well. On (B)(6) 2018, a permanent pacemaker was implanted due to asystolic episodes; however, per the physician, the ppm implant was not related to the device. On (B)(6) 2018, the patient was moved from ICU to the ward where the patient became very agitated and anxious due to disorientation and was holding his breath. The patient was treated with sedatives. The following day, the patient had a systolic bp of 80mmhg and it was discovered the device had embolized into the lpa. Iabp was inserted to stabilize. The patient was then ventilated and remained hemodynamically stable on inotropes during attempted retrieval. On (B)(6) 2018, the device was captured with a snare in the lpa but became loose and traveled to the ra, then into the tricuspid valve and rv. Further attempts were made to retrieve the device but abandoned due to concerns of damaging the tricuspid valve. On (B)(6) 2018, open heart surgery was performed to explant the 16mm pimuscvsd and at the same procedure a 26mm amplatzer septal occluder was successfully implanted. Per the user, the device embolized due to the vsd enlarging and not due to the device. The patient is reported to be stable and doing well.